Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The source of the infection was not determined. The pacemaker was explanted on (B)(6) 2018 and the patient was stable before, during, and after the procedure.